Event description:
It was reported that during a benign hysterectomy surgical procedure, the e-100 led was red. The customer tried power cycling the system, but approximately 2 seconds later the led would turn red. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to reseat the cables in the back of the e-100. The customer already tried that. The case was completed with no other issues. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) to obtain additional information: csr could not confirm that the customer was able to continue using the affected e-100 generator.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the e-100 led was red, an investigation is completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported complaint was replicated. The e-100 was installed into the test system, and it failed. The power led turned red and bipolar led was not turned on.